Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering observed cracks on cannula shaft near the glue line under the balloon insufflation port. Balloon leak testing was performed and leakage was observed near the cracks on the cannula. Testing confirmed the complainant's experience of balloon leaking, which was observed near the glue joint of the cannula shaft. Based on the description of the event, it is likely that the cracks and damage to the glue joint were caused by the robotic mount that was used during the procedure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report. Based on the description of glue damage during complaint intake, the event was deemed non-reportable as it was unlikely to cause or contribute to death or serious injury. After further investigation, the event is now reportable due to cracks on the cannula.

Event description:
Procedure performed: robotic surgery. Event description: "this is a complaint from the market. Administrative (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep": the customer noted that the balloons were shrinking during a robotic and urological procedure. He/she found that air was leaked from the proximal end of the cannula near the air dome. Da vinci surgical system was used in the procedure. Initial investigation report by aomori olympus" the event unit was returned to olympus and visually inspected. First trocar : a hole and cracks were observed with the glue area. No visible damage was observed with the balloon. Second trocar: several cracks were observed with the glue area. However, olympus could not identify whether or not the reported damages caused the incident. No visible damage was observed with the balloon. Two(2) units will be returned to amr for further evaluation. (B)(4). Additional info received via email from distributor may 8, 2017 - the cracks appear to be on the glue instead of the cannula near the connection of sleeve and upper part of cannula. Type of intervention: unk. Patient status: no patient injury.